Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). Reportedly, a suture break occurred. A second proglide was used with the same results. The arteriotomy was 6fr. The sheath was upsized to 14fr. A cut-down was performed and the vessel was sutured closed following the evar procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. Unused, sterile representative samples were successfully tested and no malfunction was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: there was only one perclose proglide 6f suture mediated closure (smc) system that malfunctioned.

Event description:
Subsequent to the initial and follow-up #1 medwatch reports the following is corrected information: it was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). Reportedly, a suture break occurred. The arteriotomy was 6fr. The sheath was upsized to 14fr. A cut-down was performed and the vessel was sutured closed following the evar procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.